Event description:
In 1999, a 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was selected for treatment of an abdominal aortic aneurysm in pt with a history of diverticular disease with copd. A 16mm x 11.5cm iliac stent graft and a 16mm x 5.5cm extender cuff were also implanted during the initial procedure. The proximal aortic neck had mild angulation prior to implant. A CT scan performed during a follow-up examination 18 months post implant revealed the aneurysm measured 60mm in diameter, although the angiogram revealed the aneurysm measured 100mm. There was no evidence of an endoleak at that time. (20 months following endograft implantation) the pt underwent emergent surgical conversion. During explant of the device, it was reported by the physician there was "deinsertion" of the proximal neck and broken stents on the graft. The pt consequently expired after open surgical conversion. Film interpretations and eval by an outside independent physician reports that pre-implantation angiograms and CT scans reveal a small 18-20mm proximal aortic neck with significant anterior-posterior and lateral angulation. The impression by the physician is excessive proximal oversizing in an angulated proximal aortic neck resulting in a proximal endoleak. The explanted device is under eval by medtronic/ave. This event will continue additional investigation and will be updated as required.